Event description:
A consumer reported that following use of this product, she experienced discomfort and diminished vision while wearing lenses. She switched to another product and the symptoms resolved. Upon rechallenge of this product, eye redness and discomfort occurred within three hours. In a follow-up, the consumer reported having allergy issues with this product. There are two medical device reports associated with this event. This report is for the second bottle of solution that was used.

Manufacturer narrative:
Evaluation summary: the actual complaint product was not returned; the customer returned one unopened bottle, no other anomalies were noted. The complaint history for this lot was reviewed. There were four other similar complaints of this nature reported -"redness", "discomfort", and "allergy". There were no other complaints of "diminished vision" reported. Review of the compounding, filling, and packaging mbrs (manufacturing batch records) show them to be acceptable. A review of the stability data for this product formula, currently enrolled in the (B)(4), was conducted and all lots remain within specification. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. Incoming component testing results were reviewed and found to be acceptable. A retention sample was tested for color, clarity, and osmolality and was found to meet specifications. This lot met all release criteria prior to product release. No root cause can be determined. Additional info was requested and received. (B)(4).